Manufacturer narrative:
The insulin pump had no button response due to button/keypad connector unlocked on lcd board. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that all buttons were unresponsive except the down arrow button. Customer's blood glucose was 339 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.